Manufacturer narrative:
The device was not returned to olympus for evaluation, and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that, during an unknow procedure, the olympus xenon light source was powered on and made an odd noise. The device was powered off and powered back on, but it continued making the noise and then a sudden noise was heard. The clinical engineering was called and found pieces of the fan throughout the device after opening the unit. The product was not returned to olympus for inspection; however, the technical assistance center (tac) provided remote troubleshooting and advised that the unit be sent in for repair.